Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unspecified procedure type with saline mentor smooth round spectrum breast implants, one 275cc and one 225cc, and experienced bilateral deflation. Deflation was confirmed by MRI. As a result, the patient underwent bilateral removal on (B)(6) 2018. This report is for the 275cc device.

Manufacturer narrative:
Additional information received on (B)(6) 2018 indicated the replacement devices were a saline mentor smooth round high profile 290cc breast implant, catalog number 3503290, serial number (B)(4), lot number 7595674 (r) and a saline mentor smooth round high profile 310cc breast implant, catalog number 3503310, serial number (B)(4), lot number 7581765 (l). Manufacturer¿s reference number: (B)(4).